Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had two capsules which failed to attach. The second capsule fell into the patient's trachea and a roth net was used to retrieve it. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. There was a lube used for capsule placement. Customer thinks the cause of the failure was the handle did not release all the way. A repeat procedure was not performed and the delivery system and capsule will be returned for investigation. There was no harm caused to the patient.